Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported issue was confirmed. However, the investigation also found that the dso seal was delaminating. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a damaged battery compartment. The investigation was able to find a defective dso seal. This was found during testing.